Event description:
It was reported that during a wedge resection procedure, the device could not be released after 3rd firing. A competing product was used to complete the case. There was no adverse consequence to the patient.